Manufacturer narrative:
Patient identifier. Date of birth . Ethnicity. Implanted date - device not implanted. Explanted date - device not explanted. Patient height - 70 inches. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not deploy. They confirmed that the bypass tube was properly advanced, and that the device clicked in and back. The slit that is currently in the sheath was cut by the lab to ensure the collagen plug was still in the sheath and not in the patient. Additional information was received on 14sept2020. The procedure performed for the patient prior to the use of closure device was a left heart catheterization using a 6fr procedural sheath. The sheath was slit post procedure to ensure collagen plug was indeed still inside of sheath. The collagen plug was confirmed to still be in the sheath. A pre-deployment angiogram was performed. Hemostasis was achieved by manual pressure and the procedure outcome was successful. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned mated with the sheath. The arteriotomy locator and guidewire were returned as well. Visual inspection revealed that there were no anomalies observed with the locator or the guidewire. The hemostasis sheath hub was found to be mated properly with the deployment sleeve which was in the rear lock position with the color bands fully exposed. The tip of the hemostasis sheath was severed, and anchor was outside of the sheath. Due to the condition of the returned device, no functional testing was possible. Based on the evaluation of returned sample, the complaint could be confirmed for the failure mode of "pullout". The cut in the hemostasis sheath was inflicted by the user to verify that the presence of the anchor within the sheath as stated in the complaint description. The likely root causes for the alleged issue may include an obstruction to the anchor posting to the distal tip. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.